Event description:
The following event was reported to implantcast gmbh: "we were completing a patella resurfacing of a mutars distal femur mk. The surgeon wanted to change the poly and hinge bearing however he couldn't remove the screw that locks the hinge into the tibia. We tried with x4 different screwdrivers and the screw couldn't be removed and therefore we didn't change the poly or hinge bearing and just resurfaced the patella. Please note this was not the primary focus case, it was just going to be done whilst they were completing the surgery." Note: it is known that the event occurred intraoperatively and that it caused a prolongation of the surgery of 30 minutes. The primary goal of this surgery was to resurface the patella, which could be achieved without the affected screwdrivers. The secondary goal for this surgery was to exchange the moving parts (coupling and pe-insert). In order to achieve this, the screw for coupling must be removed. During this removal, the four screwdrivers broke. Therefore, this secondary goal was dismissed. Based on the available information, there was no issue with the coupling and the pe-insert. Therefore, this planned replacement was a preliminary action. Since a total of four screwdrivers are affected, this case was split to cover all products. The following references were assigned: 3012523063-2026-00040, *41, *42 and *43.

Manufacturer narrative:
According to the description of the event, a total of four screwdrivers broke off while trying to remove a screw for coupling. This caused a prolongation of the surgery of 30 minutes. The primary goal of this surgery was to resurface the patella, which could be achieved without the affected screwdrivers. The secondary goal for this surgery was to exchange the moving parts (coupling and pe-insert) as a preliminary action, since based on the available information, there was no issue with these products. During this removal, the four screwdrivers broke. Therefore, this secondary goal was dismissed. The products in question were not provided for an optical examination as they were discarded by the hospital. One picture of these screwdrivers was provided. However, based on this picture, only the described error pattern could be confirmed. The lot numbers of the products are unknown and from the provided picture, these lot numbers cannot be determined. It is known that the incident happened intraoperatively and that it caused a prolongation of the surgery of 30 minutes. As mentioned above, the broken screwdrivers had no influence on the main goal of this surgery to resurface the patella. Only the secondary goal of exchanging the coupling and the pe-insert could not be completed and had to be dismissed. The manufacturing documents and the material certificates of the four screwdrivers could not be checked as no lot numbers are known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the screwdrivers. A factor that could favour a breakage of the screwdriver is the usage time/ usages of the product. However, since no lot number is known, no statement can be made. Furthermore, no info regarding the screw for coupling is available either (e.g. How firmly it was fixated). This may also present a big factor of why the screwdrivers broke in the first place. The event was assigned to the error pattern "break of the instrument" in the associated risk management.